Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath into the patients' right femoral artery. As the md was inserting the iab into the sheath, the membrane appeared to be "slightly unwrapped." As a result, the iab could not be inserted and the iab insertion procedure was cancelled.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.